Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative went to site to test the equipment. Representative reported that a computer was replaced. A system checkout was performed after replacing computer and the hardware, software, and instruments passed the system checkout. The system was found to be fully functional. The suspect computer has been received by manufacturer for evaluation. The returned computer booted normally to application screen. Computer passed all tests. No video faults were encountered throughout the process. No fault found.

Event description:
A medtronic representative reported that while outside of procedure, the navigation system shut down without any prompt from user when in spine software. Representative stated that the system did not did not power off completely, but the screen had changed to no input detected. Rebooting the system resolved the issue. There was no patient present at the time of the issue.